Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with back pain after a fall. The investigator noted the event as moderate in intensity. Pt had MRI 17 days after 1st event date, no pathology. Started on motrin and soma with resolution of pain. The outcome of the event was resolved with treatment 24 days after 1st event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as trauma. On 2nd event date, the pt presented with recurrent disc herniation at right l4-l5. The investigator noted the event as moderate in intensity. Pt contemplating reoperation. MRI in 2000 showed recurrent disc herniation at l5-s1 right. Pt using motrin. The outcome of the event is continuing with treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as known risk with prior disc herniation, questionable trauma.